Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction stripes in image occur due video cable was broken and also for the fiber bonding in the outer tube area (distal end) was damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported stripes in the image during an inspection for use involving an olympus rigid video laparoscope. There was no patient injury reported.